Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that there wife was hospitalized due to low blood glucose level and was on ventilator on (B)(6) 2020. Customer¿s blood glucose level was 80 mg/dl at the time of hospitalization. Customer called in initially about bolus not delivered notification. It was unknown that the auto mode feature was active at time of low blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with missing display window cover, scratched case, pillowing keypad overlay and cracked select button keypad overlay. (B)(4).